Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an inaccurate sensor reading that triggered a threshold suspension. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed and the sensor glucose value during the event was 122 mg/dl and blood glucose value during the event was 213 mg/dl, low/suspend before low event value was 88 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values which was not within range. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
Pump passed the displacement test and self-test. Test p-cap, and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. Pump communicated and calibrated properly with glucose sensor simulator. Pump was monitored with transmitter and glucose sensor simulator and no lost connection noted during testing. Pump received with low suspend alarm functioning properly. No unexpected no low suspend alarms noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Unexpected suspend [low sg] was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unknown ngp to mmt-1884 as per new additional information and updated in section b5, d1/d2a/d2b, d3 and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced an inaccurate sensor reading that triggered a threshold suspension. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the sensor glucose value during the event was 122 mg/dl and blood glucose value during the event was 213 mg/dl, low/suspend before low event value was 88 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values which was not within range. No harm requiring medical intervention was reported. Product return was required for mmt-1884.